Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead was failing to capture and sense. A chest x-ray was completed to reveal the lead was dislodged. The asymptomatic patient presented for an explant procedure where the lead was removed and replaced. The patient was stable.